Event description:
It was reported that the patient had a revision procedure due to migration of the lead. The lead information was not know by the reporter. During the procedure the ipg was stopped functioning and had to be exchanged, the lead was repositioned and not removed. The procedure was completed successfully, patient was stable post operatively.

Manufacturer narrative:
The returned implantable pulse generator was charged fully from its hibernation and regained its functionality after being charged. The device was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: unknown, serial/lot: unknown, description: unknown.

Event description:
It was reported that the patient had a revision procedure due to lead migration. During the procedure the ipg was stopped functioning and had to be changed. The procedure was completed successfully.